Event description:
It was reported by the patient following a heart catheterization, a 6f angio-seal was deployed in the right femoral arteriotomy. The cath lab states the angio-seal vip was deployed following the technique described in the angio-seal instructions for use. The deployment was uneventful and hemostasis was achieved. The patient was discharged with no groin issues. A failed stress test prompted the emergency heart catheterization. Five days later, while getting out of her truck, the patient heard a pop and experienced pain from the right inguinal crease to the knee. The patient contacted the physician and was told to go to the emergency room for evaluation. The groin was visually assessed and vicodin and flexoral, dosed unknown, were prescribed. After taking the medication for 24 hours, the pain continues. The patient was instructed to follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation. A device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound draining or any other unusual symptoms.